Event description:
The customer reported unexplained high blood glucose levels for the past month. The customer's most recent blood glucose reading was 414 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. The customer noticed a leak in the reservoir. The high pressure was repeated, but it still did not pass. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event ass no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see report number 3004209178-2011-82832.